Event description:
The rep is reporting that after a shoulder repair performed with a spiralok anchor, the pt had an alleged allergic reaction to the device. The implant was removed with no further incident and harm to the pt. The pt is now doing well and was sent for allergy testing.

Manufacturer narrative:
The product is not being returned and no lot numbers have been supplied, both of which preclude conducting either a physical evaluation or a build history review to determine if there were any internal processing issues, which would have contributed to the nature of the product complaint. As such, we cannot determine what may have caused the user to experience the reported incident. We are currently still in the information gathering phase. When and if, however, more information is received that is both pertinent and germane to this issue, that information will be evaluated and the conclusions will be reflected in a follow up report. Mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.